Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a defibrillation electrode. The customer tried to revive a heart attack pt. The monitor said there was motion yet there was none. The customer changed the monitor multiple times, and still the same occurrance. The customer changed the defib electrodes and the pt was shocked and revived.